Event description:
Femoral arterial line (rt) and central line femoral (lt) placed during surgery for meds/blood products/ivf/drips. Dressing change done per protocol; statseal placed; next day, statseal with disc removed and 1.5 inch x 1 inch deep wound identified and smaller wound noted on other site. Wound consult done. Resolved.